Manufacturer narrative:
B3: event date unknown; d4: UDI number unavailable; g4: 510k number unavailable; e1 phone (B)(6)one device was returned for evaluation. Visual inspection the device slightly worn and front housing damaged. Event history log confirmed ¿high pressure¿ alarms occurred. Functional testing could not replicate the reported issue; the pump was found to be functioning properly and delivering within specification. The root cause was undetermined. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an overpressure alarm ¿ delivery rate too low. It is unknown if there was patient involvement, no adverse patient effects were reported.